Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported doctor's office visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached high (>500 mg/dl) after wearing the pod for less than 24 hours. The customer sought assistance from his physician who treated him with 10 units of insulin via pen and changed the pod. The blood glucose level dropped to 216 mg/dl after treatment. Insulin history: (B)(6).